Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca valve was used during procedure performed on an unknown date. During the procedure, the air/water valve leaked profusely. There were no patient complications reported as a result of this event.